Event description:
It was reported that during a saphenous vein to circumflex artery stenting procedure in a moderately calcified 90% stenosed lesion, a 2.5x28mm xience v stent was deployed at 4 atmospheres (atm). Reportedly, the physician knew the stent was underdeployed and may have removed the stent delivery system (sds) before the balloon fully deflated, possibly pulling the stent proximally. Post dilatation did not fully appose the stent to the vessel wall. The proximal part of the stent became stretched and extended into the aorta. A second 2.5x28mm xience v stent, was attempted twice, but failed to cross through the previously deployed stent and dislodged. The dislodged stent migrated from the aorta to an artery in the abdomen. The stent was successfully snared and during snaring became stretched. The patient's condition was deteriorating, so an intra aortic balloon pump was inserted. Triple coronary artery bypass graft surgery was performed successfully on (B)(6) 2011 and the proximal part of the first stent was cut and removed. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. However, the anatomical conditions reported moderate calcification with 90% stenosis. In this case, it appears that the xience stent interacted with the previously implanted stent and contributed to the reported failure to cross. Analysis noted the dislodged stent implant was returned with blood on the struts. There was no contrast visible. Only the dislodged stent implant was returned. The entire length of the stent was stretched. There was no other damage noted to the stent implant. In this case, it was reported that the xience stent was removed from the body and re-inserted for a second attempt. It should be noted that the instructions for use (IFU) states that an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. [Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or / and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter. It appears that the (IFU) violation could have contributed to the reported dislodgement. The first attempt to retrieve the dislodged stent (foreign body in patient) was unsuccessful and the patients condition was reported to be deteriorating (heart failure) which was treated with an intra aortic balloon pump (iabp) and ballooning (pti) (additional therapy/ non-surgical treatment). Further attempt to retrieve the stent was successful with the use of a goose neck snare device through the femoral artery and confirmed the stretched (damaged) stent. The reported stretching is consistent with the returned analysis and that which could occur with the use of a snare in attempts to retrieve the dislodged stent. Additionally, it was reported that the lesion was located in a saphenous vein graft (svg). It should be noted that the IFU also states that this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28mm) with reference vessel diameters of 2.5 mm to 3.75mm. It does not appear that the IFU violation of treatment in the svg contributed to the reported stent dislodgement. A review of the finished product lot history records (lhr) did not reveal any nonconforming material records to be related to this incident. Additionally, a query of the complaint-handling database was performed and there is no indication of a product quality deficiency associated with this lot. In this case, the reported failure to cross, stent dislodgement, stent damage, appear to be related to the procedure circumstances. Although a conclusive cause for the reported heart failure, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency. The other xience v stent will be filed under a separate medwatch.